Event description:
It was reported that "the doctor found the swg kinked and can't inserted into ars during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4) the customer returned one, opened cvc kit for analysis. The arrow raulerson syringe (ars) nor the 18ga introducer needle were returned. Signs of use were observed inside the guide wire tubing. Visual analysis revealed a single kink on the guide wire. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the ars involved with this complaint as it was not returned. The kink on the guide wire measured 32mm from the proximal weld. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory ars/18ga introducer needle. Despite the kinking, no resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of a kinked guide wire was confirmed through analysis of the returned sample. Visual analysis revealed a single kink on the guide wire. Despite the kinking, the guide wire met all relevant dimensional and functional requirements when testing with a lab inventory ars/introducer needle. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the kinking appears consistent with undue force applied during insertion; however, the root cause cannot be determined without the actual ars/needle also returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the swg kinked and can't inserted into ars during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.